Event description:
The resident at the hospital, alleged the following event: during an urgent surgery for an elbow fracture, a 4 mm diameter screw was used for the osteosynthesis of the medial epicondyle. The distal thread of the screw broke up when passing the cortical.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.